Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, excessive force by the customer is likely to have contributed to the issue. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The user facility was contacted to obtain additional information and to check the status of the subject device. The investigation is ongoing, and this report will be supplemented when new and relevant information becomes available later.

Event description:
It was reported that the rigid video laparoscope had a cracked lens. There was no reports of patient harm.